Event description:
It was reported while using bd alaris pump module smartsite infusion set there was foreign matter found. There was no report of patient impact. The following information was provided by the initial reporter: good afternoon. On (B)(6) 2023, we had a safety event reported for bd item # 2426-0007 (bd alaris pump infusion set 3 smartsite). Let¿s identify this as bd 242, as a reference number. ¿as rn was attaching IV tubing to piv site, patient and rn noted black marking on the inside of IV tubing. Rn isolated tubing primed with ns, and connected a new saline flush bag with new tubing.¿

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 19-jul-2023. H.6. Investigation summary: a complaint of a black marking being seen inside tubing was received from the customer. A sample was returned for investigation. Through visual inspection, the customer complaint was confirmed. Foreign matter was seen in the tubing below the roller clamp. The tubing was cut, and the foreign matter was found to be loose, not embedded in the tubing. Ftir analysis was performed on the foreign matter, and it was determined that the foreign matter was most likely plastic. A device history record review for model 2426-0007 lot number 23019368 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 28jan2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified of this defect and an investigation was carried out on the extrusion process. In the lot number documentation, it was determined that the root cause of the foreign matter was ineffective cleaning in the setup prior to extrusion of the tube with the presence of foreign matter. Retraining was implemented for all extrusion personnel on all shifts, in the correct head cleaning technique, with the aim of making cleaning's more effective, reducing the risk of generating foreign matter. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd alaris pump module smartsite infusion set there was foreign matter found. There was no report of patient impact. The following information was provided by the initial reporter: good afternoon. On (B)(6) 2023, we had a safety event reported for bd item # 2426-0007 (bd alaris pump infusion set 3 smartsite). Let¿s identify this as bd 242, as a reference number. ¿as rn was attaching IV tubing to piv site, patient and rn noted black marking on the inside of IV tubing. Rn isolated tubing primed with ns, and connected a new saline flush bag with new tubing.¿

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.